Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation of the call. The patient claimed that the meter was reading inaccurately on an unknown date and time when he obtained alleged inaccurately erratic blood glucose results of ¿398 and 346 mg/dl¿, performed more than 20 minutes apart. (The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy). The patient reported that his readings are normally no higher than 185 mg/dl. The patient manages his diabetes with insulin (no adjustments). He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that at 7am on (B)(6) 2018, he woke up with symptoms of ¿shaky and sweaty¿ and obtained a reading of ¿50 mg/dl¿ on the meter. He reported that he self-treated his symptoms by drinking 4 ounces of orange juice to bring him back to his ¿normal range¿. The patient denied using any other device to check his blood glucose levels. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. Control test had not been manually selected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and sweaty, while using the meter.